Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports noticing that the crystalens haptics were torn off upon receipt. No indication of patient contact and no additional info was provided.